Manufacturer narrative:
The customer cleaned the filter, replaced several parts, and performed a performance check which was unstable for na. The field service engineer found a pierced tube and replaced it. The calibration and qc were acceptable. No further issues were reported. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for multiple patient samples with the cobas 6000 c 501 module. The reporter stated they had a problem with randomly too high na results about 6-7 per day and were also receiving questionable creatinine results. The reporter did not provide any examples of questionable creatinine results. The reporter provided the following example of questionable na results for one patient sample: the initial na result was 194 mmol/l. The repeated result was 137 mmol/l. The questionable results were not reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.